Event description:
Crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was selected for implantation using a 14f amplatzer torqvue 45x45 delivery sheath. Prior to procedure, the patient was noted to have a pericardial effusion (pe) 1.5mm in size. During the procedure, the device was deployed, and then fully retracted back into the delivery system and removed from patient anatomy. Then, a 22mm amplatzer amulet left atrial appendage occluder was selected for implantation using the same delivery sheath. During the procedure, a small pe was discovered using transthoracic echocardiogram (tte). The hospital stay of the patient was extended for monitoring of the effusion. No intervention was done. The patient will be on single antiplatelet therapy for 6 weeks. The patient is reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6) 2022, tte was performed and showed that the pe was 2.0mm in size. On (B)(6) 2022, echocardiogram was performed and showed that the pe was still present. There is no allegation against the abbott device or implant procedure. However, due to the pe increasing in size from pre- to post-procedure, it is being conservatively reported. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion during procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "warnings: if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."